Event description:
It was reported that this right ventricular (rv) lead was explanted due to failure to convert the patient's ventricular fibrillation (vf). The implantable cardioverter defibrillator (ICD) system appropriately provided shock therapy but did not convert the rhythm, so the physician elected to replace the lead. A new rv lead was successfully placed. No adverse patient effects were reported outside of the replacement procedure. The lead was disposed of at the facility so it will not be returned for analysis.